Event description:
It was reported to manufacturer, by facility, per facility the c.n.a. Turned a resident for care, residents' hand slid under the rail, when the c.n.a. Went to turn the resident back onto the bed, her thumb was stuck in the long square like opening on the bottom of the rail. The resident's thumb was cut all the way around. She was sent to the ER for medical exam and sutures were needed. Facility wanted to know what they could do to close off this opening. Manufacturing explained to the facility that the opening located on bottom of the rail was for rail articulation, that small open area was needed, so the rail could articulate up and down freely. It was also recommended that during a staff training, it would be beneficial to reiterated to the c.n.a. S [that an occupant/resident should be positioned within the boundaries of the bed and that no extremities extend over or under the side rails and then verify the resident position before a move or turn progresses].